Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to customer¿s blood glucose level. No additional information was provided. Customer declined troubleshooting with tandem technical support.